Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08785. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation the cause of the reportable malfunction, no image due to terminal buckling, is that the terminal buckling inside the scope internal socket resulted from the scope used in the combination and occurred in the following order: · when inserting the scope connector into cv-170's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in cv-170. · the terminal inside the scope internal socket of cv-170 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: section 5. 3 connection of an endoscope" of the instructions for use of cv-170. Confirm that the electrical contacts inside the video connector of the videoscope are not damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
A review of the device repair history shows the purchase date of december 1, 2015 with no previous repair records. The device was returned to the service center for evaluation. They confirmed the reported event as there was no image found when a scope was plugged in; the screen was black. The video connector pins inside the connector were bent. The unit was installed with older software. The device was repaired according to specifications an returned to the customer. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use in a diagnostic procedure, the video system center produced no image when a scope was plugged in, the screen was black. There was no delay, and the intended procedure was completed with a similar device. No patient injury, or harm was reported. Additionally, the customer reported the cables were connected properly, and securely. The cables were checked, and inspected to make sure that they were not sharply bent, pulled, twisted, or crushed. The settings were checked, and found to be correct. There were no alert tones, or alarms associated with this event.